Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer failed due to the faulty connectors on both drawer boards. A field service engineer resolved the issue by reseating the connectors on both drawer boards. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawers 5.1 and 5.2 were failed. This incident resulted in a delay to patient care and there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.